Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6)2021, additional information was received from the healthcare professional (hcp). The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-july-20, information was received from an healthcare professional (hcp), regarding a patient receiving hydromorphone (10 mg/ ml, 3.594 mg/day) and bupivacaine (3 mg/ml, 1.0782 mg/day) via an implantable pump for non-malignant pain. The patient's medical history includes thyroid cancer, a lumbar fusion in 2000 and a thoracic fusion at t-6-t8 in 1995. The patient also had a spinal cord stimulator that was removed. It was reported the patient's previous pump was replaced a year ago due to volume discrepancies found during refills. They have been getting back more medication than expected and have been off "every single refill" with discrepancies of 15 ml or more most of the time. The hcp stated the patient got "a little bit of relief" but also had episodes where they had symptoms like he was going through withdrawals. The issues started with the patient's pump that was implanted in 2018; the catheter was replaced in 2019 per registration then the pump and catheter were replaced again in (B)(6) 2020. The patient was brought in on (B)(6) 2020, so they could measure the volume in the reservoir. They were expecting 3.6 ml and got back 23.4 ml. The hcp had records and on (B)(6) 2021, they were expecting 3.4 ml and got back 15 ml. The previous pump was not returned for analysis.